Manufacturer narrative:
No device was returned to olympus for evaluation. No serial number provided. The name and complete address of the user facility was not provided. No contact information was provided for the user facility. The article mentioned this improvement measure: ¿when cleaning the endoscope with the endoscope irrigation device, check the degree of reduction of the irrigation solution before and after each use.¿ this report will be supplemented if new information becomes available later.

Event description:
This medical safety information is based on cases collected in the medical accident information collection project (a project subsidized by the ministry of health, labor and welfare), and was prepared to prevent medical accidents from occurring and recurring. Upon review of the med-safe report no. (B)(4), olympus found the 39th quarterly report which contained reports related to endoscope cleaning/disinfection. There were 14 events or reports related to cleaning/disinfection of endoscopes found in the 39th quarterly report. The collection project was said to have started from october 2004, and up to the analysis period covered by this report from july-september 2014. This is 11 or 14 reported events. The article stated that ¿upon opening the lid of the washing machine at the endoscopy center, it was noticed that the cleaning agent could not be connected. On that day, there were two endoscopes using the washer and seven patients. It was reported that two of the seven patients were tested positive for hepatitis c and one patient tested positive for hepatitis b.¿ this is 1 of 7 reports: related complaints: (B)(4). These complaints were created to account for the number of patients examined by the mis-reprocessed endoscopes with possible exposure of other patients to the hepatitis virus from the three patients.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus confirmed there was an inadequate replacement of the disinfectant solution; therefore it is likely the event occurred due to user handling.the event can be prevented by following the instructions for use: 4.5 inspection of the amount of detergent.olympus will continue to monitor field performance for this device.